Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, the fiber was snagging and catching in the laser bridge and was not moving freely. When the fiber was removed to investigate, the fiber tip popped off. A new fiber was opened. The procedure was completed using the second fiber without patient complications.